Manufacturer narrative:
The device remains implanted and the patient continues on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient pulled the driveline and had a yellow drainage observed on the driveline site. The patient was prescribed with doxycycline 100 mg twice per day and was seen in clinic again on (B)(6) 2018 and was stated to continue the doxycycline medication even though the driveline site was noted to be improving. The patient was then admitted to the hospital on (B)(6) 2018 with fever of 102 deg. And noted pain to the driveline site. The patient started on IV vancomycin and zosyn and was hen later switched to ancef. CT scan of the abdomen and pelvis were both negative for any abscess. However blood cultures came back positive for staphylococcus aureus. Vancomycin was discontinued and continued with ancef. Patient was noted to have fevers which attributed to poor source control. Transthoracic echocardiography (tte) tee was obtained that was negative for vegetation. Cultures from the driveline also came back positive for staphylococcus aureus. The patient was then later discharged to home on (B)(6)2018 with orders to continue IV ancef until (B)(6) 2018.